Event description:
It was reported that the 9800 system had a popping noise and overload error fault. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks were re-greased at the tube and high voltage tank during the service call. The system was tested and found to be working as intended and put back into service.